Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a high blood glucose (bg) level 276 mg/dl. The customer stated that the high bg was due to not delivering enough insulin in the bolus to cover a meal and a correction bolus was delivered. The customer declined tandem technical support's offer to troubleshoot.